Manufacturer narrative:
The device was returned to the regional repair center for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device was broken and therefore the image had white dots. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited charged coupled device broken and the fiber bonding in the outer tube area (distal end) damaged. There was no patient involvement.